Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from an unspecified location. The leak was discovered during filling with unspecified cytostatic medication and before patient use. There was no patient involvement. No additional information is available.